Event description:
It was reported a patient underwent a robotic hernia repair on (B)(6)2024 and barbed suture was used. During procedure, the suture snapped while closing the facia. Another like device was used to continue with the procedure. There were no adverse consequences reported. Event sample available for return. Additional information has been requested.

Manufacturer narrative:
Product complaint # pc-(B)(4) additional information provided: procedure: robotic hernia repair procedure date: 5/8/24 detailed information about the suture breakage: the stratafix symmetric snapped while suturing with the robot what type of tissue was being sutured at the time of the breakage? Fascia when were you made aware? Intra operatively samples available? Yes if further details are received at a later date a supplemental medwatch will be sent. H3 evaluation: the product was returned for evaluation. The returned product determined that it was received two suture pieces that pertain to the product code . During visual inspection of the suture pieces, the ends were noted to be cut, probably caused by a surgical instrument. In addition, damage in some barbs and body fluids was found on the strand. This product code contains an absorbable suture. Since the sample was received open, the functional test could not be performed due to undetermined exposure time to the environment. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. A review of the batch manufacturing records was conducted, and no related non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.